Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump batteries were only lasting 2 days. Customer also noticed a crack at the back of the battery compartment. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
Retainer ring = black. Insulin pump case: ngp. Customer returned insulin pump for an alleged cosmetic damage located at the battery side of case and charge/battery lasts less than expected found on (B)(6) 2022. Insulin pump passes displacement test, active current measurement test, and self test. Insulin pump fails sleep current measurement test. Successfully downloaded history files and traces using thump. The following power alarms/alerts were noted on event date: low battery alert [104] on november 06, 2022 at 16:49:00.000, replace battery alert [73] on november 06, 2022 at 23:31:00.000, replace battery now alarm [11] on november 07, 2022 at 00:02:00.000 and power loss alarm [6] on november 07, 2022 at 00:18:20.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. However power management graph shows evidence of esd latch-up on an ic. Problem isolated to the electronics. Charge/battery lasts less than expected confirmed due to esd latch-up on ic. Test p-cap and reservoir locked properly into reservoir compartment during testing. Insulin pump was cut open to perform visual inspection and found moisture damage on electrical board 1 and harness assembly vibrator connector. The following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, cracked case (battery tube), and pillowing keypad overlay. Charge/battery lasts less than expected due to high sleep current. High sleep current confirmed due to esd latch-up on ic and moisture damage. Cosmetic damage confirmed at the battery side of case. Moisture damage confirmed on electrical board 1 and harness assembly vibrator connector. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for the analysis.